Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient started having symptoms of overdose upon traveling from (B)(6) (altitude of 722 feet) to (B)(6) (altitude of 9100ft). It was indicated that the patient went to the emergency room and they wanted to decrease the pump dose by 50%. It was noted that these were possibly overinfusion symptoms. Four days later, it was reported that the physician assistant decreased the dose by 10%. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced increased weakness. It was not investigated if there was any volume discrepancy. It was not known if the patient was receiving effective therapy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient stated that she had issues when she traveled to denver, co and on up to copper mountain probably 3 years ago or longer (as of (B)(6) 2017). The patient had medication coming out of the pump and had to go to the emergency room (ER) due to higher elevation and the patient had major issues in that situation. The patient noticed the issue in denver, co with blurred vision and then when the patient got to copper top, they went to the ER because that was when it went bad for the patient where she was overdosing. They told the patient to leave copper mountain and go to denver because there was no representative in copper mountain. The decrease in elevation started alleviating some of the patient¿s symptoms. When the patient got to denver they called the manufacturer representative who decreased it by 15% or 5% (the patient didn¿t know what it was). Things resolved and the patient got better. The patient was able to finish their vacation. The patient stated that within the last year (as of (B)(6) 2017) they were ¿having to change out the dosage so much that they went to a higher concentration¿. The patient mentioned oral baclofen as a non-reservoir drug. The situation was resolved. There were no further complications reported or anticipated.